Manufacturer narrative:
H6: investigation summary: bd received 1 photo for the investigation. The photo was reviewed, and the indicated failure mode of poor barrier separation was observed. In addition, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. Three retained samples and one control tube were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the investigation performed, bd was able to confirm the customer¿s indicated failure mode on the photo provided only. This complaint was the 2nd complaint received for this lot number and the as reported defect. Sst¿ tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure a high-quality specimen several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. In addition, drugs/medications can change the density of a blood specimen, further contributing to this reported condition. A review of specimen handling parameters should be reviewed for this tube type. H3 other text : see h.10.

Event description:
It was reported that after use there was poor barrier separation of sample with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: (3 of 3 complaints). It is reported customer is experiencing poor barrier separation and cell recovery. Gel is not separating correctly and is forming a bubble and letting red cells leak back up. Happens to 1-2 tubes in the centrifuge, on different patients, different days with different employees.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use there was poor barrier separation of sample with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: (3 of 3 complaints) it is reported customer is experiencing poor barrier separation and cell recovery. Gel is not separating correctly and is forming a bubble and letting red cells leak back up. Happens to 1-2 tubes in the centrifuge, on different patients, different days with different employees.